Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose of 1,500 mg/dl. The customer stated that they had been experiencing high blood glucose for a month and a half. The customer was in the ICU for 2 weeks. She did not recall the details of treatment and decline troubleshooting. She indicated that had she has had a hard time eating and keeping blood glucose stable and has had nurses help take care of her. Customer's blood glucose at the time of call was 112 mg/dl. The insulin pump was not returned for analysis.